Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia while using the ilet system with inset 23" 6 mm infusion sets, as evidenced by a glucometer reading of 564 mg/dl and concurrent cgm high readings; the user delivered 17 units via multiple daily injections and subsequently paused ilet use, later resuming with new supplies and reporting blood glucose within target range. Symptoms included hyperglycemia. Outcomes included the need for corrective insulin via injection and device use interruption. Investigation included customer interview, product use review, and troubleshooting and education, including guidance on trialing contact detach infusion sets with two-day change intervals and proper insertion support. Investigation of this case revealed no reported site complications such as leakage or bent cannula and no device alarms, and the event was consistent with an infusion set or site-related delivery issue, though a definitive cause could not be determined. It was concluded, based on previously established findings for similar reports, that the cause was undeterminable.